Event description:
Potential for injury associated with a broken weld for the sling upholstery on a 9xdt manual wheelchair. This event could cause product instability and the potential for not permitting the chair to maintain its intended weight-bearing status.